Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The compact flash card was replaced. (B)(4).

Event description:
The hospital reported that, at the end of the case, the unit had a system malfunction. The clinician reportedly switched to manual mode to complete the case. There was no reported patient injury.